Manufacturer narrative:
H10: in regard to the 2 solenoids that were delivered to the product investigation lab (pil) with the accusation of proximal pressure sensor auto zero failed: e/c 110b. Solenoid 1 from location 4 on the flow sensor assembly: the accusation could not be duplicated at the pil. The solenoid operates at the pil without issue or error code and passes all testing in test 4 of the service manual. No problem found. Solenoid 2 from location 3: during the initial operation of the suspect solenoid from location 3 (as mentioned above), the error code for pprox failure did repeat at the pil. After the repeat of the pprox related error code, testing of the solenoid from group 4 via the service manual was performed. After testing was performed, the solenoid began to operate at the pil without issue or error code. This is due to suspect debris contained in the solenoid which was blocking solenoid function and generating the error code (debris) was blown out and removed from the solenoid returning the solenoid back to a properly functioning component.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint reporting check vent: proximal pressure sensor auto-zero failed error occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) confirmed an occurrence of error code 110b in the device diagnostic log during a device evaluation. The error code indicates the proximal pressure is not measured and pressure-related alarms are compromised. The pse completed replacement of solenoid valves 3 and 4 for resolution. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.